Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump would not deliver 02 mcg dosage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. Correction: b5.b5: update "02" to "0.02". H11: the device was received for evaluation. The event history log identified a primary dose 0.02 mcg/kg/min of norepinephrine prior to the event date. The infusion ran for 3 hours and 30 minutes until rate was updated to primary maintenance dose 0.01 mcg/kg/min. Functional flow rate accuracy testing was performed and the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.